Event description:
The customer reported an oil mist coming from their unit. The customer stated that there were four employees who complained of coughing and a "hazy" feeling, like they needed to get some fresh air. None of the employees saw a doctor or required treatment for their symptoms. The customer reported that their symptoms went away after they stepped outside. The asp field service engineer repaired the unit.